Manufacturer narrative:
Investigation report: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144031 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144031, test base part number 190-430 / lot m144031. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1069485 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
Establishment address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 assay. The customer reported a false positive results performed on (B)(6) 2021. Repeat testing was performed and generated negative results. Pcr confirmation testing was performed on (B)(6) 2021 before patient was admitted to the hospital generated negative results. A second pcr test was performed on (B)(6) 2021 on a throat swab sent to lab was not good. Another pcr test performed on (B)(6) 2021 generated negative results. The customer reported the patient developed a fever and was treated with antibiotics.